Event description:
It was reported three months ago, the patient with this implantable cardioverter defibrillator (ICD) had exhibited high out-of-range (ooo) pacing impedances on the right ventricular (rv) lead measuring greater than 2500 ohms. Additionally, there was high thresholds when programmed at the max output of 7.5 volt which resulted in loss of capture. Isometrics was performed using the seat-belt maneuver and initially no noise could be reproduced however, at a later time they were able to reproduce noise. The r-waves and sensing appears good. Technical services (ts) recommended to consider replacing just the pace sense portion of the lead with a pacing lead since the shock impedances are fine. The field representative will discuss with the options with the physician. The patient is not rv therapy dependent. At this time, this rv lead and (ICD) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported three months ago, the patient with this implantable cardioverter defibrillator (ICD) had exhibited high out-of-range (ooo) pacing impedances on the right ventricular (rv) lead measuring greater than 2500 ohms. Additionally, there was high thresholds when programmed at the max output of 7.5 volt which resulted in loss of capture. Isometrics was performed using the seat-belt maneuver and initially no noise could be reproduced however, at a later time they were able to reproduce noise. The r-waves and sensing appears good. Technical services (ts) recommended to consider replacing just the pace sense portion of the lead with a pacing lead since the shock impedances are fine. The field representative will discuss with the options with the physician. The patient is not rv therapy dependent. At this time, this rv lead and (ICD) remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information suggests this rv lead was explanted and returned for device analysis.